Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault and an error message (sf101) related to pressure measurement. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 and battery error message were due to an isolated component failure within the device battery assembly while the sf101 was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.